Event description:
It was reported that the patient has neck stiffness/soreness after being implanted with vns. Once the device was turned on, the patient had hoarseness that lead to 3-4 ER visits in which the patient was provided muscle relaxers before the neurologist decided to turn the vns off. The hoarseness continues after being turned off and got worse to the point where the patient loss their voice completely. The patient was reported to be depressed and not taking care of themselves. No additional relevant information has been received to date regarding the reported depression.

Manufacturer narrative:
F10 ¿ health effect, clinical code ¿ correction ¿ inadvertently did not code e2402 for voice alteration in initial MDR submitted. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available.